Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified. The information will be used for tracking and trending purposes.

Event description:
It was reported that the pump touchscreen timed off sooner than expected. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.